Event description:
It was reported to boston scientific (bsc) in 2006 that a customer encountered a problem with an imaging catheter. According to the customer. "The lesion being treated was 90% of stenosed and no calcified in lad proximal to mid. The 18x3.0 (bsc) stent was deployed in lad mid after dilatation with 20x2.5 (non-bsc) catheter. The 24x3.5 (bsc) stent was deployed in lad proximal after dilatation with 20x2.5 (non-bsc) catheter. The diameter was 3.5mm across the board of the stent by imaging catheter (bsc device in question) confirmed. The stent strut had no problem and the stent was not floated, but the resistance was met during catheter (bsc device in question) withdrawal. The post-dilatation was done with 18x3.0 (bsc) stent and imaging was performed. The physician noticed that the (bsc) stent was migrated from confluence of d1 to - proximal. And also the tripled stent was found. Another 18x3.0 (bsc) stent was deployed at confluence of d1 to proximal and completed the procedure. The physician noticed that the exit port of the imaging catheter (bsc device in question) was raised toward the tip."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the batch and no issues or discrepancies were found. The DHR review showed that the batch met all required specifications. A review for similar complaints was performed and no similar complaint was found. During investigation, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted 0.05mm long. The guidewire that was used during the procedure was not returned. A 0.014" guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, good square image appeared in the systems and the product performed within specification. Physical damage to the catheter may have occurred prior to, during, or after the procedure. Tortuosity of anatomy, calcification, and a high percent of stenosis are all potential causes of difficulty advancing, inability to cross a lesion and/or resistance. No immediate corrective action is recommended based on the investigation findings and analysis. Trending will be done on a regular basis to monitor the issue over time and assess the need for further action. Based upon the facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.